Manufacturer narrative:
Description of MDR reportable event received by implantcast. Implantcast received the following report from a (B)(6) physician: '04 o'clock patient felt dizzy while being mobilised for wc and breathlessness occurs. => diagnosis of a pulmonary embolism. => patient has suffered from a thrombosis once before.' Note implantcast: patient is part of study imp-1117-ecsf-01 (post-market clinical follow-up study - [?]nachuntersuchungsstudie zum ecofit® hüftsystem") .(B)(4). Damage analysis. Optical inspection. An optical inspection of the affected medical device could not be performed. The device is implanted and thus not available for inspection. Assessment of the manufacturing protocols the manufacturing protocols of the ecofit® hip stem 133° cementless standard sz. 12,5mm cpti (ref: 30373125 / lot: 19270mh021). These show no deviations. The stem was released on (B)(6) 2019. Assessment of the dimensional accuracy of the construction. As no product is available for inspection, an assessment of the dimensional accuracy could not be performed. Functional testing. As no product is available for inspection, a functional testing could not be performed. Assessment of the mechanical properties. The approval of the basic materials was performed. External evaluation. An external evaluation was not commissioned. The internal investigations provide sufficient information about a possible cause of damage. Assessment of the medical records. Patient gender: female, age at time of event: (B)(6) years, weight: (B)(6) kg, height: 1.65 m, bmi: 37.5 kg/m² (obesity class ii according to who). Diagnoses: coxarthrosis, patient suffered from thrombosis in the past. Date of implantation: (B)(6) 2020, explantation date: in situ, degree of activity: low. Impact of the event onto the patient: prolongation of hospitalisation, life-long anticoagulation. Surgical technique and instructions for use. The surgical technique 'ecofit® hip stem 133°_123° st' (as of 19.04.2019) describes the complete implantation process in detail. There are no indications of an incorrect or incomplete surgical technique. The instruction for use (IFU) [?]cementless femoral hip stems' (as of (B)(6) 2020) was checked. There is no indication of incorrect instructions for use. Pulmonary embolism is labelled in section 12. Complication. Categorisation and interpretation of the results an inspection of the affected medical device could not be performed. The device is implanted. The manufacturing protocols show no deviations. Pulmonary embolism is labelled in the current IFU. Thromboembolic events are known complications of a surgical intervention. They often appear post-operatively due to reduced mobility of the patient after surgery. In the present case the incident occurred 6 days after surgery. Furthermore, the patient suffers from several risk factors which increase the risk of a coagulation disorder (e.g. Obesity, past medical history of thrombosis, increased age, low degree of activity). Pulmonary embolism is considered to be a surgery-related complication and not associated with the implant itself. Risk analysis and trend evaluation. As pulmonary embolism is not considered to be an implant-related but a surgery-related complication, pulmonary embolism is not part of the risk analysis of the ecofit® system. The reason for this is that the manufacturer cannot carry out any risk-reducing measures for complications due to surgery. However, pulmonary embolism is labelled as a corresponding complication in the IFU. No further case of pulmonary embolism in context with the ecofit® system has been reported to implantcast in the past. Measures. No measures required. Summary a (B)(6)-year-old female patient (weight: (B)(6) kg, height: 1.65 m) suffering from coxarthrosis was implanted an ecofit® hip stem 133° cementless standard sz. 12,5mm cpti on (B)(6) 2020. 6 days after surgery the patient developed pulmonary embolism. Patient is part of study imp-1117-ecsf-01 (post-market clinical follow-up study - 'nachuntersuchungsstudie zum ecofit® hüftsystem'). An inspection of the affected medical device could not be performed. The device is implanted. The manufacturing protocols show no deviations. Pulmonary embolism is labelled in the current IFU. Thromboembolic events are known complications of a surgical intervention. They often appear post-operatively due to reduced mobility of the patient. In the present case the incident occurred 6 days after surgery. Furthermore, the patient suffers from several risk factors which increase the risk of a coagulation disorder (e.g. Obesity, past medical history of thrombosis, increased age, low degree of activity). Pulmonary embolism is considered to be a surgery-related complication and not associated with the implant itself. No further case of pulmonary embolism in context with a surgery of the ecofit® system has been reported to implantcast in the past. No measures required.

Event description:
A (B)(6)-year-old female patient (weight: (B)(6) kg, height: 1.65 m) suffering from coxarthrosis was implanted an ecofit® hip stem 133° cementless standard sz. 12,5mm cpti on (B)(6) 2020. 6 days after surgery the patient developed pulmonary embolism. Patient is part of study imp-1117-ecsf-01 (post-market clinical follow-up study - 'nachuntersuchungsstudie zum ecofit® hüftsystem').